Event description:
It was reported that the right ventricular (rv) lead exhibited shock lead impedance (sli) measurements of this implantable cardioverter defibrillator (ICD) that were greater than 125 ohms, which was out-of-range. The patient presented to the emergency room (ER) for receiving an electric shock from this device. Device interrogation revealed a code 1005, indicating an open circuit condition, during a ventricular episode. The attempted shock did not convert the arrhythmia. Technical services (ts) analyzed device episode data and found that there was noise on the shock channel of this lead that was being over-sensed, but the ventricular episode was deemed appropriate based on the rate. It was also noted that the sli had been increasing gradually. Ts provided troubleshooting including reprogramming, but recommended lead replacement. This ICD was explanted and replaced with a new ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The high voltage fault was likely due to lead condition.

Event description:
It was reported that the right ventricular (rv) lead exhibited shock lead impedance (sli) measurements of this implantable cardioverter defibrillator (ICD) that were greater than 125 ohms, which was out-of-range. The patient presented to the emergency room (ER) for receiving an electric shock from this device. Device interrogation revealed a code 1005, indicating an open circuit condition, during a ventricular episode. The attempted shock did not convert the arrhythmia. Technical services (ts) analyzed device episode data and found that there was noise on the shock channel of this lead that was being over-sensed, but the ventricular episode was deemed appropriate based on the rate. It was also noted that the sli had been increasing gradually. Ts provided troubleshooting including reprogramming, but recommended lead replacement. This ICD was explanted and replaced with a new ICD system. No additional adverse patient effects were reported.